Event description:
On (B)(6) 2009, an incident was reported from the chief perfusionist at a hospital where during a cardiac case, the cardioplegia slave pump had a 'runway' error, which resulted in cardioplegia solution overflowing from the overflow port on the cardioplegia heat exchanger. At the time of the incident, the arterial pump was running as normal, the cardioplegia pump was powered on, but both cardioplegia master and slave pump heads were not running (zero flow). The runaway error was created when the cardioplegia slave pump started turning without any intervention from the perfusionist and the pump gave the error 'runaway' on the pump display. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Device 2: brand name: twinpump tpm20-330, procode: (B)(4), catalog #: 703323, serial # (B)(4).